Event description:
It was reported that the patient experienced that during injection the adhesive came off along with the applicator upon removal on event on (B)(6) 2026. The patient reported that this issue had occurred four times.

Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.